Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result for one patient from the cobas 8000 cobas ise module. The initial result was 118 mmol/l and the repeat result from another analyzer was 133 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer cleaned the sample probe and the dilution vessel. Quality control was performed and was acceptable. The investigation is ongoing.

Manufacturer narrative:
The instrument alarm trace contained an abnormal sample aspiration alarm surrounding the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.